Manufacturer narrative:
The field service engineer was unable to determine a cause. The customer replaced the reagent, calibrated and ran qc which appeared to resolve the issue. The investigation did not identify a specific product problem. A general instrument or reagent problem could not be ruled out. The cause of the event could not be determined. (B)(4).

Event description:
The initial reporter received questionable elecsys troponin t hs gen 5 assay results from the cobas 6000 e 601 module analyzer. For an unknown number of samples, data was provided for 66 results and 40 were reportable malfunctions. Please see attachment (b(4) for the 40 reportable results. It was noted that the repeat results were done on another cobas 6000 e 601 module analyzer serial number (B)(4). The questionable results were reported outside the laboratory. The reagent lot number was 41679901 with an expiration date of 30-nov-2020.